Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to exposure to electromagnetic interference at explant. The device was tested on the bench and no anomalies were detected. The cause of the bvvi was a power-on reset caused by exposure to emi.

Event description:
It was reported that during a device replacement procedure, the patient's pacemaker entered backup vvi mode. Review of the backup vvi episode revealed the cause to be a sharp drop in battery voltage from exposure to electrocautery. Because the patient was entirely dependent on pacing, the patient entered cardiac arrest for several tens of seconds while the device was explanted and temporary pacing support was implemented. The pacer was replaced. The patient was stable.